Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having nasal/throat irritation or soreness, copd and high blood pressure and taking emergency medications and clonidine while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having nasal/throat irritation or soreness, copd and high blood pressure and taking emergency medications and clonidine while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of fluid ingress and mineral deposits in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instances of e-53 on error log. The manufacturer concludes the contaminates found were consistent with fluid ingress and mineral deposits in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation.